Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked from the hub during the flush. The following information was provided by the initial reporter: "the incident was described as ¿24g bd insyte autoguard bc IV catheter placed... When flushed, IV noted to be defective as it was leaking at the hub. IV removed and new line placed."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked from the hub during the flush. The following information was provided by the initial reporter: "the incident was described as ¿24g bd insyte autoguard bc IV catheter placed... When flushed, IV noted to be defective as it was leaking at the hub. IV removed and new line placed"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.